Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient on their smart device to use the bluetooth settings to forget all bluetooth devices, close all applications, close and then re-open the g5 application. Patient stated that they went ahead and stopped and restarted the session, and was currently on warm up. No additional patient or event information is available.